Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos computer board. System operates as intended.

Event description:
The customer reported the system would not save patient data or burn it to cd. No patient injury was reported.